Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review(lhr) of rewi1319 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the staff inserted catheter through the right jugular vein for the patient in (B)(6) 2012 and the insertion was successful. On (B)(6) 2014, the patient came back the hospital and it was reported that the cuff was detached and the catheter exposed, and then it was removed. Reinserted a new set of catheter for the patient.